Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin gauge had been rapidly decreasing. As the customer could not confirm the date of the event, the pump data could not be reviewed. The cause of the event could not be determined. Blood glucose was not impacted.